Event description:
The dealer reported that the concentrator was shutting down unexpectedly. It is unknown if the unit alarmed prior to shutting down to alert the user to switch to another source of oxygen prior to shutting down.